Event description:
According to information avalable at this time, patient was seen by implant center in 2001 for device evaluation. Testing done at that time concluded that device was not functioning.